Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the disposable set was unavailable for return and investigation. Per response from customer, the customer revisited their findings and acknowledged that wbc count is within acceptable limits. Therefore, an rdf analysis was not performed. The customer did not provide the lot number pertaining to this event, therefore a device history record search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this product was a double collection and the rwbc count is less than 8.0x10^6. The measured wbc count of the product does not qualify as a wbc failure per the current FDA guidelines of 8.0 x 10^6 for a double platelet product collection. Conclusion: no failure occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.